Event description:
Event description cpi received information that this endotak ebdurance lead became dislodged. The lead was exhibiting high threshold measurements. The physician elected to reposition the lead.